Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There are no other complaints in the lot. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that when an intraocular lens (iol) was being injected into an eye, the lens unfolded early in the incision site. There was no harm to the patient and the surgery was completed with another lens. Reporter indicated that there was no further information to provide.

Manufacturer narrative:
The device was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage observed. The lens was not returned. A qualified viscoelastic was indicated. The root cause for the reported "iol folded out in incision" could not be determined. No problem was found with the returned device. It is important to keep the wound guard securely against the eye and fully advance the plunger for proper lens delivery. The manufacturer internal reference number is: (B)(4).